Event description:
It was reported that the patient presented to their physician because this inflatable penile prosthesis (ipp) was not functioning properly. Upon inspection, a crack was observed in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed during which the pump was explanted and replaced. The cause of the cracked tubing was not determined by the physician. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Visual inspection noted the tubing was cut down to the pump block. No tubing was returned for analysis. Microscopic examination of the pump noted body fluid contamination; functional testing was not performed as a result. Product analysis was unable to identify the most probable cause of the reported clinical observation cracked tubing. Review of risk documentation noted the reported observations are included as harms though the appropriate hazardous situation could not be identified based on the information available. Based on this investigation, an investigation conclusion code of cause not established was assigned to this event.

Event description:
It was reported that the patient presented to their physician because this inflatable penile prosthesis (ipp) was not functioning properly. Upon inspection, a crack was observed in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed during which the pump was explanted and replaced. The cause of the cracked tubing was not determined by the physician. No patient complications were reported.